Manufacturer narrative:
(B)(4). Date sent: 03/25/25. D4: batch #unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Device partially fired. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Locked with jaws closed what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Battery not working, release jaws not working, knife reverse not working. Manual release also not working. Did the jaws eventually open? They opened it forcing with other instruments. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number x95j35, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic lobectomy procedure, at the point of resecting the pulmonary artery, the echelon motorized stapler became jammed, preventing simultaneous suturing and resection. Additionally, the manual unlocking procedure that should be available in such cases did not work. At this point, the surgeon had to apply a slight manual force to free the vessel, which fortunately was not damaged and did not bleed. A new stapler and cartridge were opened, which functioned correctly, leading to a successful outcome of the procedure without complications. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/13/2025. Corrected data: h6 (investigation findings, investigation conclusions), investigation summary updated data: h9. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device was tested with a the returned reload after resetting in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples form as intended. In addition, the device knife retrieval mechanism was tested and it function correctly when actuating the knife reverse button, and also by activating the manual override. The event described of difficult to open, would not reverse button force, manual override would not work could not be confirmed as the device opened and closed without any difficulties noted, the knife reverse button worked properly during testing, and the manual override function as intended. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent 5/1/2025. D4 batch #424c03. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed how the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. The returned device was tested with a the returned reload after resetting in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples form as intended. In addition, the device knife retrieval mechanism was tested and it function correctly when actuating the knife reverse button, and also by activating the manual override. The event described of difficult to open, would not reverse button force, manual override would not work could not be confirmed as the device opened and closed without any difficulties noted, the knife reverse button worked properly during testing, and the manual override function as intended. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 424c03, and no non-conformances were identified.